Event description:
Report received of a nondelivery on the secondary line. Reported that the pt was to receive a dose of 2grams of ceftaizdime in 100ml of saline. Specific programming parameters were not provided. After an unspecified length of time, the nurse reportedly entered the pt's room to "hang the next dose." At this time she noted that "the previous dose had not infused, only 3 ml had gone in." The device was removed from clinical service and therapy was resumed using a replacement device. There were no reported adverse pt effects and no medical interventions were required.